Event description:
Product is an ewheel ew-72 mobility scooter, recently purchased online from (B)(4). This scooter is markedly difficult to control while riding, due to nearly all the weight (about 80%) being on the rear wheels. The rider is seated directly above the rear axle. As a result, one or both front wheels lift off the ground frequently in normal operation, and the steering is extremely sensitive. The problem is worse when the pavement is less than perfectly smooth. This was observed with a (B)(6) rider, and the scooter is advertised as capable of carrying riders up to 500 pounds. It has small rear casters intended to limit tipping backward. These frequently grind against the pavement when going over small bumps, even at very low speeds. I feel this scooter is inherently unsafe due to its designed-in extreme rear weight bias and the effect this has on its operation and handling.